Event description:
Pt in an ICU with ctu676 leg/foot intermittent compression system in place received a burn when wires from a defective power cord came in contact with skin. The plastic cylindrical cover that protects the wiring for the connector that goes from the power cord to the battery pack/pump came away from the connector exposing the wires. When the plastic cylinder was examined after the incident, it was seen to be cracked. The pump was in the pt's bed rather than hooked to bedside. A nurse bathing the pt received a shock, but no injury.